Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked at the connection site prior to use. The following information was provided by the initial reporter, translated from (B)(6): "in hematology oncology, fluid leakage from infusion connector was found prior to use."

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked at the connection site prior to use. The following information was provided by the initial reporter, translated from chinese: "in hematology oncology, fluid leakage from infusion connector was found prior to use."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-feb-2022. H.6. Investigation: a device history review was conducted for lot number 1229877. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to us for evaluation and testing. During functional testing our engineers were able to identify a leak originating from the q-syte component. The issue has been confirmed. Further investigation of the defect must be conducted at the manufacturing facility responsible for the fabricating the q-syte component. Unfortunately due to shipping limitations imposed by the current covid-19 outbreak in china, the device could not be provided. Without the ability to investigate the affected unit at the manufacturing facility our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.